Event description:
A customer reported that the gray probe on vitrector pops out of the system while in use. The probe would not fasten securely to the system. The procedure was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).